Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant of the left ventricular (lv) lead, the lead became dislodged. During repositioning, the stylet of the lead perforated the insulation. A different lv lead was used to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement and perforation of the lead body by the stylet. The s-curve hump height was measured within specification. The reported event of perforation of the lead body by the stylet was confirmed. Visual examination found the insulation damaged and the coil was bent consistent with stylet perforation. No other anomalies were noted.